Event description:
Reporter alleged obtaining the results of 273 mg/dl, 128 mg/dl, 132 mg/dl, 373 mg/dl, 107 mg/dl and 102 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he took 1 pill of glipizide and 1 pill of acarbose about 30-40 minutes before testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The customer reported the system displayed error code messages. No report of patient injury.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.